Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitrectomy cutter did not actuate after connecting during cataract with intraocular lens implantation surgery. The surgery was completed after replacing the product with another one. There was patient contact with suspect product but no impact to the patient.